Event description:
It was reported that this left ventricular (lv) lead was capped due to this patient was experiencing a chronic diaphragmatic stimulation. The root cause was not determined. A new device was implanted. No additional adverse patient effects were reported.